Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged from the proximal up to the mid-section of the stent, with stent struts slightly lifted from their crimped stent positions. The crimped stent od (outer diameter) of the undamaged section was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-oct-2017. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a non-bsc stent. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.